Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive and multiple presses were needed to activate the screen. During troubleshooting with tandem technical support, it was confirmed that the pump turns on when plugged into a power source. Customer's blood glucose level was 134 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.